Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient's device had an end of service (eos) message. The caller was dissatisfied with the ins longevity. The patient had a return of symptoms and started shaking again. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicating they were dissatisfied with the "depreciation" of the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the ins was replaced on (B)(6) 2017. The manufacturer representative (rep) checked the ins at the time and stated that the patient's settings were in the middle and there appeared to be no trouble with the leads. It seemed as though the ins just died over night and it put the patient in stress. They have a follow up appointment with the hcp on (B)(6) 2017. No further complications were anticipated as a result of this event.